Event description:
The pt called lfs alleging that their one touch profile meter was reading inaccurately low. Pt obtained a 31 mg/dl, 36 mg/dl, 32 mg/dl, and 44 mg/dl on their meter physician's office to obtain advice. The physician instructed pt on what to do in instances of hypoglycemia and adjusted their insulin dosage. The customer service representative discovered that the pt had not been cleaning the meter according to the owner's manual. A check strip test passed, while two control solution tests failed. The pt had low symptoms, low results, obtained advice about treating hypoglycemia, and had their insulin dosage adjusted. Hence, there is no evidence to suggest that the meter contributed to a serious injury. Pt's meter was replaced.